Event description:
An attempt was made to utilize this connector during a single CABG procedure performed off-pump. The aorta was dilated & "very thin". The cutter was engaged with the aortic wall under a mean pressure of 60 mm hg; however, after one rotation without forward pressure, the cutter "quickly" fell into the lumen. As a result, the cored hole was too large & the entire delivery system slid into the aorta. The undeployed system was removed & the surgeon put his finger over the hole while another surgeon placed a pledgeted suture & the pressure was dropped to 50-60 mm hg. The bleeding was controlled but a "moderate side purplish bulge", thought to be an adventitial hematoma, was noted. Examination of the aorta revealed this was a localized dissection. "Extensive" attempts to repair the aorta were unsuccessful & the pt expired.